Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue.

Manufacturer narrative:
The manufacturer previously reported an incorrect date in field g.3 as 05-jan-2020. The correct date in field g.3 should be 05-jan-2021.